Event description:
During routine testing of the device at the service center, the service technician reported that the front cover was broken at the bottom corners and had scratches on surface; and the rear cover had scratches on surface. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to damage.